Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was observed that the device had a torn hose, red dot missing and loose connector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to customer misuse, abuse and or/error from pulling on the hose too hard separating it from the device during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that after surgery, it was observed that the rubber was pulled away from the motor device and wires were exposed. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.